Event description:
Pt was injected with 6.0 cc of sculptra to bilateral temples, lower eyelids, naso-labial folds, chin, and cheeks. The pt reported nodules began to form one month after treatment, but was not seen until 2007. At that time, the pt had 3 nodules. No treatment was provided. The pt was seen in 2008 with 15 nodules, 5 of which were injected with kenalog 5mg/cc intralesionally. Dose or amount: 6.0 cc. Frequency: 4 times. Route: inject sq. Dates of use: 2005, 2006. Diagnosis or reason for use: 701.8 rhytides. Event abated after use stopped or dose reduced: no.